Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high pacing impedance and loss of capture on the left ventricular (lv) lead. Programming changes were performed to resolve the issue. The physician attempted to explant the lv lead but was unable to. The patient condition was stable.